Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had unresponsive buttons. The customer's blood glucose was unk. The discontinuation of the device was advised. Nothing further was reported.